Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead during a lead impedance measurement. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant, the implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead was oversensing during impedance measurement. There was a grommet issue with the device and lead connection. The device and lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.